Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, high, out of range pacing lead impedance measurements were noted on the right ventricular lead. The patient was seen in clinic. It was noted that the impedance measurements were trending up since july and reached high, out of range impedance measurements in october. Upon interrogation, high capture threshold measurements were also noted. No intervention was performed as the lead could not be to be programmed in unipolar sense configuration. A chest x-ray was ordered. The patient was in stable condition and will continue to be monitored.

Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.